Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
The pacemaker has not been returned. Should this device get returned or should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that during this implant procedure, after this pacemaker was placed in the pocket and programmed to vvi 50, oversensing occurred and the patient's heart rate dropped to 30 bpm. The lead was retested through the psa and good measurements were obtained. The physician connected the pacemaker again and the same issue occurred. The physician requested a new pacemaker for implant. No adverse patient effects were reported.